Manufacturer narrative:
H3: other - engineering evaluation could not be performed as the device couldn't be returned. C19: a review of the manufacturing records indicated the lots met pre-release specifications. Device evaluation: no device was returned. A picture was provided for evaluation. The device is partially deployed with about half of the covered portion remaining constrained between the zipper and the catheter. The provided picture was magnified and evaluated with a focus on the zipper knot row where deployment failure occurred. No conclusions could be made due to lack of image resolution. The physician¿s observation that the deployment line became stuck and the device did not fully deploy is consistent with the picture provided. The events leading up to nor the cause of the failed deployment cannot be identified from the picture provided. Not enough information was provided to determine the cause of the event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient was implanted with gore® viatorr® tips endoprosthesis with controlled expansion (viatorr device) to treat portal hypertension via tips surgery. The rups-100 puncture system was inserted, and an 8mm balloon catheter was used to dilation. After viatorr device was advanced between hepatic vein and portal vein, the unlined region was expanded smoothly. The deployment line was stuck when one-third of the covered region was expanded and remaining two-thirds still constrained. The physician tried to push the device with 11f sheath to and pulling the deployment line with multiple attempts. However, the remaining stent couldn't be expanded. Since the viatorr device and delivery system couldn't be removed by minimally invasive treatment, they were left at right neck until open surgery. On (B)(6), the patient was performed open surgery. The viatorr device was removed through portal vein incision successful. The patient's condition is stable with good recovery.

Manufacturer narrative:
H6: update code.